Event description:
It was reported, that a leak was observed from an unspecified location during use of a homechoice cassette. This occurred during peritoneal dialysis therapy. However, the therapy was paused to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). The device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.